Event description:
It was reported that the pt presented to her physician with the extension segment of the implanted device exposed at the pocket site located at the left anterior (belly) area. There also was what appeared to be some infection at the site. The device was removed and a new partial system implanted (in the left buttock area). The new neurostimulator battery and extension were connected to the one of the existing leads. The other lead was capped off due to accidental dislodging of it during the implant of the extension. It was noted that the pt then had partial coverage for her pain. Nine days later, the pt was reported to be hospitalized (3 days total) and had the entire device system explanted due to infection. The front explant site was without infection, and the rear implant sites were left open to drain and heal by secondary intention. The pt was to remain on antibiotics and was currently in the recovery process at home. She is planning to have another pain stim system implanted after she is free from all signs and symptoms of infection for one month. See MFR report #3007566237201003969.

Manufacturer narrative:
(B) (4).